Event description:
It was reported the device has lines on the display. It is unk if values are obstructed on the device. There were no known impact or consequences to pt.

Manufacturer narrative:
The returned unit was evaluated. During evaluation the unit was found to have lines across the display. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The prodcut has not been returned to masimo to allow an analysis to be performed. If new info is obtained or once the product is returned, a f/u report will be submitted.